Event description:
The distributor reported that on (B)(4) 2010 a thin, female patient experienced a local reaction following a peripheral intervention catheterization procedure which took place on (B)(6) 2010 where mynx was used for femoral artery closure. The device was deployed by an interventional radiologist who is trained to the use of the mynx. Following the procedure, a small hematoma was present. The patient presented to her general practitioner the week of (B)(6) 2010 (exact date unknown) as she felt the "lump"/hematoma was getting bigger. An interventional radiologist performed an ultrasound which was reported to be "fine." It was reported that there was no mention of infection. There was no treatment provided for the hematoma other than pain relief, according to the physician. Over the weekend (of (B)(6) 2010), it was reported that 2 blood blisters appeared. One of the two blisters was at the puncture site. One reportedly "burst" while the patient was at home (exact time frame unknown) and the other "burst" on (B)(6) 2010 when the patient was at the general practitioners office. The patient reportedly returned to the hospital on (B)(6) 2010 and was admitted. It was reported that there was a tissue disruption with sealant exposed at the access site and removed by the physician. The physician noted purulent discharge when he removed the sealant, and assessed there to be an infection, either primary or secondary. A swab was sent to microbiology on (B)(6) 2010, however no results have been reported at the time of this report. The patient was started on intravenous antibiotics. It was reported that the patient is fine and was scheduled to be discharged on (B)(6) 2010. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported infection and "blister" could not be conclusively determined. A culture was taken however no results were provided that could confirm an infection. Additionally, based on the information provided, the cause of the reported hematoma could not be conclusively determined. An ultrasound performed was reported as "fine." No information was provided regarding any relevant patient co morbidities or existing medications. Additionally, no information was provided regarding the procedural details or femoral angiogram to assess suitability of closure. There was no information provided regarding the mynx procedure or its use per the instructions for use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. Mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.